Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable pacemaker entered in safety mode. Due to this the patient experienced a pectoral twitch. It was decided to explant and replace this device. This device is not expected to be returned for analysis. No further adverse patient effects were reported.